Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported issue is most likely due to improper use on the part of the user. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use, a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus after removing the working device from the patient¿s cavity, the surgeon noticed the electrode had broke without doing anything beyond the surgical routine. The malfunction was found during the therapeutic transurethral resection of the prostate (turp). There was no delay, and the procedure was completed with a similar device. There were no reports of patient, user harm or procedure associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.